Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient was scheduled for wound revision. It was noted that the wound had been infected, so the wound was cleaned and the device was left implanted. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No further relevant information has been received to date.

Event description:
It was noted that the patient had started picking at the incision site after generator replacement and then developed the infection. No other relevant information has been received to date.

Event description:
The generator and lead were explanted due to the infection and skin breakdown caused by the patient picking at the surgical site. Device evaluation is not necessary because the reported events are not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
F10. Corrected data, supplemental report #2: inadvertently used code 2104 rather than 1154.

Event description:
Clinic notes were received and reviewed. It was reported the patient had been healing well, as expected, after the generator and lead were explanted. It was noted that prior to the wound revision surgeries the patient fell on her generator and developed swelling. It was reported that the site had purulence, clear yellowish drainage and was particularly red. It was noted that when pressed yellow fluid came out which noted by the physician to be fat necrosis. It was noted by the physician that the patient fell in gravel and could have possibly contaminated the site. Surgical description confirmed the fat necrosis and exudate observed in clinic appointment. No additional relevant information has been received to date.